Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 04/14/2016. Device returned to manufacturer - yes. The intraocular lens (iol) was returned to the manufacturing site in the original folding carton. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. Cosmetic damages (scratches) were observed on the lens optic zone. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted in the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. Additional information was received and it was learned that after opening the package it was noticed a bubble or divot (indentation) on the iol, possibly a scratch. The iol was not used and no patient contact was reported.